Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report difficulty activating the device with the response buttons. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button was intermittent. The cause for the inability to activate the device is the defective response button. The cause for the intermittent response button is cracks in the conductive material on the response button flex circuit. The root cause of the defective flex circuit cannot be positively identified. No adverse event resulted from the defective response button flex circuit. The patient received a replacement monitor.